Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary des to treat a mildly tortuous and non-calcified lesion in the mid left anterior descending (lad) artery with 70% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered and excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. It was also reported that inflation difficulties were encountered during stent deployment. No patient injury was reported.